Event description:
As reported through partners ii b clinical trial, the patient expired 17 months after receiving an edwards sapien 26mm valve. The patient¿s death certificate noted the cause of death as chf. A review of the echo core lab data via tte noted mild pvl at discharge and at the 30 day follow-up visit. At 30 days the peak gradient was 14mmhg with a mean gradient of 6.4 and an aortic valve area of 1.91cm². At the 1 year follow-up visit the pvl was noted as moderate with a peak gradient of 17.9mmhg, mean gradient of 8.4mmhg and a valve area of 1.99cm².

Manufacturer narrative:
The device is not available for evaluation, as it remains implanted in the patient. Per the instructions for use (IFU), heart failure is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient¿s risk of suffering from chf include obesity, advanced age, and a history of smoking. Although the cause of the chf in this case cannot be confirmed, there was mild pvl noted at discharge and the 30 day follow-up visit. The pvl was noted to have increased to moderate pvl at the 1 year follow-up visit which was 5 months prior to the patient¿s death. However, there is no current evidence or allegation of device malfunction, the valve gradients were relatively unchanged and the valve area slightly increased. It is possible that the patient¿s extensive history of aortic stenosis and coronary artery disease, advanced age and underlying co-morbidities (e.g. Chf, mi, htn and chronic kidney disease) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
As noted in the medical records received, this patient expired from cardiac arrest resulting from a myocardial infarction. The patient was admitted to the hospital on (B)(6) 2013 after a witnessed out of hospital cardiac arrest with bystander CPR for approximately 25 minutes. A bedside echocardiogram done during the hospitalization showed severely reduced systolic function with an ef of (B)(6), consistent with a large posterior lateral mi. The aortic valve leaflets exhibited mild-moderate thickening with mod-to-marked calcification. Mod-severe stenosis with +1 regurgitation was noted. Given the poor prognosis for recovery and the patient¿s wish to not have extensive measures performed for him, the patient was transitioned to comfort care and passed away surrounded by his family shortly after extubation. That said, the previously reported event of chf exacerbation and death are not related to the sapien valve.